Event description:
The patient was being revised to a thicker articulating surface. During surgery the driver bit and screwdriver broke. The surgeon was unable to remove the hinge post extension to replace the surface. The patient remains in the hospital pending revision surgery.

Event description:
It is reported that the pt was being revised to a thicker articulating surface. During surgery the driver bit and screwdriver broke. The surgeon was unable to remove the hinge post extension to replace the surface. The pt remains in the hospital pending revision surgery.